Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on the device locked on the cystic duct and would not open. The surgeon used a single clip, clip applier around the stuck device then cut the device out and off the tissue. A reusable clip applier was used to complete the procedure. No adverse consequences reported. (B) (6). Message from the sales representative: the surgeon has been using the device for a few years and has never had this problem. I can't say for sure if there was a technique change as I wasn't in the case but it was a lap chole and my experience is that surgeon don't typically change their technique in this procedure. It's been about a year since the staff was in-serviced and probably longer for the surgeon. The surgeon has been made aware of pulling the firing trigger to assist with opening the jaws.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw would not open at the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.